Event description:
It was reported that the t: slim x2 pump battery would not charge, and the pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the pump into a working outlet using the tandem wall adapter and charging cable, and upon doing so, the pump turned on and began charging, requiring no further assistance.